Event description:
Additional information indicated that combined follow up report received from qa (quality assurance) department both on 16 oct 2015: investigation summary revealed considering the results of the performed batch record review, the review of the oc release documentation and the results of the retain sample testing, no indications could be identified that could be connected to the reported complaint. No indications at manufacturing level could be identified that could explain this complaint for lioresal 10mg/5ml, batch s0008 and s0005. There was no indication for a quality defect of the product. Due to the results of the performed investigation, the reported defect was not explicable from a technical point of view. Accordingly, this complaint was classified as not explicable from technical/analytical point of view with criticality no technical defect.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
Information was received from novartis in regards to case number # (B)(4) (world wide #: (B)(4)). The information received contains initial and follow up from spontaneous reports from a pharmacist and a physician received on (B)(4) 2015, respectively; with a combined follow up report received from qa (quality assurance) department and physician via telephonic conversation on (B)(4) 2015 respectively. This was also a quality complaint report (aqwa numbers: (B)(4) for batch s0008 and (B)(4) for batch s0005). This report refers to a (B)(6) male patient. The patient's medical history was not reported, nor was the concomitant medications. The patient received lioresal intrathecal (baclofen) ampoule 10 mg/5 ml (lot number: s0005, expiry date: dec 2016) for the treatment of severe spinal spastic paraplegia (below c5), since 2010, at a dose of 820 mcg (intrathecal). During the last five years, the patient never had any problem with the drug. On (B)(6) 2015, the patient came to the hospital for the infusion treatment. The patient received 40 ml (previously reported as 50 ml) of lioresal intrathecal which was filled up from both batch numbers in the clinic in the pump, and the flow rate was adjusted to 820 mcg (this rate had never been a problem before). On that day, the pump was also checked (result not specified). On (B)(6) 2015, the patient developed increased spasticity of whole body and due to this, he was hospitalized. On the same date, his general condition worsened and he had hypertensive crisis, tachycardia (heart rate higher than 150, units not reported), increased blood pressure (higher than 180, units not reported) and he could not lie down. On the same, day, the patient was diagnosed with significant baclofen withdrawal syndrome. Therefore, a sonography was performed hence the pump function, the catheter placement and the flow rate were checked. No dysfunction was detected. On an unknown date, an open catheter revision was performed (unspecified) and the patient transferred to the intensive care unit. On (B)(6) 2015, the patient came back to the hospital with severe withdrawal syndrome and the pump was checked again. It was reported that, in the pump should remain 37.5 ml. The content was emptied and the measured volume was 37.5 ml. Afterwards the pump was filled up again and ran normal. In the following night the patient was free of symptoms. On (B)(6) 2015, lioresal intrathecal was exchanged for another batch (s0008, expiry date: nov 2017), the flow rate was set again at 820 mcg and, overnight, the patient's condition improved and the "spook was gone" on (B)(6) 2015. The physician assumed lack of efficacy. The action taken with lioresal intrathecal was unknown. The outcome of the event drug ineffective was not reported; while for the other events, it was reported as complete recovery on (B)(6) 2015. The events drug withdrawal syndrome, tachycardia, hypertensive crisis, increased blood pressure and muscle spasticity were also considered as serious (life threatening) by the physician. The event drug ineffective was considered non serious by the physician and for the event general physical health deterioration it was not reported. The causality of the event general physical health deterioration was not reported; while rest of the events it was assessed as suspected by the physician with lioresal intrathecal. Seriousness assessment of general physical health deterioration was upgraded based on information available in the source documents. Combined follow up report received from qa (quality assurance) department and physician via telephone conversation on (B)(4) 2015 respectively: update batch number and added a seriousness criteria hospitalization for the events (muscle spasticity, drug withdrawal syndrome, blood pressure increased, tachycardia and hypertensive crisis).